Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 74 year old male with an impella 5.5 due to cardiogenic shock. During support, a red alarm: ¿purge pressure high¿ (pf <1 ml/h) and pp 1070 mmhg had occurred. The line was checked for kinks and obstructions. A recommendation was made to replace the pump and tissue plasminogen activator lysis was also discussed. The patient was eventually successfully weaned.

Manufacturer narrative:
D9 product was returned. The cause of the high purge pressure was due to biomaterial buildup based on data log analysis indicating a long purge pressure rise and returned product reproducing high purge pressure with biomaterial present.